Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 3.0 mmol/l at the time of incident. The customer declined to perform the troubleshooting for low blood glucose levels. It was reported that the customer treated low blood glucose levels with fruit and a cookie. Product is not expected to return for analysis.